Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buzzer is without function and failed the alarm function test on the diagnosis test system. No exact reason is known at the time. The acid of the double layer capacitor (goldcap) has leaked out and this defect causes a high power consumption of the insulin pump and the battery runtime is shortened.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was 220 mg/dl at 3:00am and it was 257 mg/dl at 8:20am. The patient bolused via her infusion device, but her blood glucose level continued to rise. She changed her infusion set and insulin cartridge but the problem persisted. The patient stated that the device did not deliver her bolus because the battery was low. She stated that the device did not display an alarm warning her of a low battery. After she changed the battery, she did not have any further problems. The patient also reported that the up and down buttons on the device do not function. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.